Event description:
It was reported that after an unknown procedure, the device caused post-op bleeding. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch # m90m6z. Additional information received: what is the current patient status? Present status of the patient is good. What degree of hemorrhoids did the patient have? The patient had 3rd degree hemorrhoids what is the users experience with the device? Surgeon has done more than 200 hemorrhoids procedure how long was the device held in the closed position before firing? The device was in closed position for 20 secs before and after firing. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes is was within the green tissue compression scale before firing. Was there any issues noted intra-op with staple formation? If yes, how was this addressed? No issues were noted intra-op, no bleeding and proper complete donuts were observed after firing. Were there any issues with hemostasis? If yes, how was this addressed? There was no issue of hemostasis intra-op or immediately after firing, the bleeding was observed 24hrs post-surgery. How far post-op did the bleeding occur? 24 hrs post-op bleeding was observed. How was the bleeding addressed? The patient was re explored and suturing was done at the place of bleeding. Did the patient require a blood transfusion? If yes, how many units were administered? Yes. 2 pints of blood was infused to patient.